Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-11490, 1627487-2019-11491. It was reported the patient experienced ineffective stimulation. In turn, reprogramming was unable to resolve the issue. Surgical took place wherein the lead and extensions were explanted and replaced. Effective therapy was established.

Manufacturer narrative:
The report of ineffective therapy/ positional stimulation was not able to be confirmed. Analysis of the returned lead found it was cut as a result of the explant procedure. Both segments were tested for end to end continuity and inter-channel continuity and no opens were found.